Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during a testing in the lab that there was a double-loaded staple in the reload. All staples formed perfectly. There was no patient involvement. Reload was scrapped. Test skin is available.